Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the table top bender broke in the middle of surgery while the doctor was trying to bend the bar. The procedure was a minimally invasive repair of pectus carinatum (abhramson technique). The surgeon bent the template and contoured it to the patient, he took the template and pulled out the corresponding pectus bar and began the process of bending the bar. The bender was working quite well, he got about a fifth of the way across the bar and was making the next bend and nothing happened. He pumped again and nothing happened for a second pump of the bar, he attempted a third time and the handle of the bender proceeded to snap off. He then tried the hand held benders within the tray, however this case was later in the day and he had already done a different surgical procedure earlier in the day and his hands were feeling fatigued and he was not having a ton of success with the handheld bender as the bar is so tough. He proceeded to ask the circulating nurse for another table top bender from an ortho tray somewhere else on the floor, the nurse returned about ten minutes later and he finished the bend portion of the case with the ortho bender. The incident caused 10-15 minutes to be added to the overall time of the surgery. The surgeon looked at the broken parts and thought they looked like they must have been fatigued prior to his use, and almost thought they had been welded back together at some point. He stated if you look at the crack, it did not appear to be a simple break, it looked like it might have had previous fatigue and maybe even a previous repair had been attempted. The case was completed with great success, and the patient actually left the hospital within three days, and is doing well. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. On visual inspection, the table top bender was in poor overall condition: the plunger was missing and the handle was completely broken off. Functional testing was not attempted due to the broken condition the product was returned. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the instrument experienced force in excess of what it was designed to encounter. (B)(4).

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.